Event description:
It was reported that during a laparoscopic sleeve procedure, no staples formed on the patient side. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the procedure completed? New reload, same stapler. What was the product code and lot/batch number for the stapler used with the ecr60g cartridge (ex, ec60, long60a, pse60a, etc)? Ple60a. Lot number unknown. Have you reported all complaints that have been reported to you? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. Was buttressing material utilized? If so, which product? Yes, seamguard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.